Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Damaged optim sheath was noted at 51.5 cm from connector pin.